Event description:
At five year follow-up, it was reported that the patient had expired at home. No autopsy was performed and cause of death deemed to be cardiac. Investigator stated that the relation to the device, drug or the procedure was not assessable.

Manufacturer narrative:
Evaluation: results: death.